Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector disconnect. The following information was received by the initial reporter with the following verbatim: I am reaching out because we have continued to have reports and concerns from our cancer infusion centers that since our conversion to the bd max zero there have been disconnects occurring between our close system and the max zero. This latest occurrence was on 4/9 and here is the photo available of the two items involved: fortunately, no harm occurred, however given the nature of this involving chemotherapy, and given the lack of solutions previously provided by the bd team to resolve this issue we will be looking into another needleless connector solution.

Manufacturer narrative:
It was reported by customer that there have been disconnects occurring between our close system and the max zero. One photo of the product packaging and one video of the product failure was submitted by the customer. Evaluation of the video submitted shows that the maxzero connector disconnects from an unidentified corresponding male luer connector without any external force being applied to disconnect the connector. A root cause for the disconnection could not be determined due to the lack of a physical sample. A device history record review for model mz1000-07 lot number 24025824 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.